Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer was "playing" with the pump and inadvertently delivered a 10 unit bolus. Reportedly, the customer required assistance from parent to treat blood glucose (bg) level (value not provided) via oral carbohydrates, and glucagon. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.